Manufacturer narrative:
The reference device was returned to the olympus for evaluation. The evaluation found no abnormality with the device. The instruction manual provides detailed information on how to prevent fluid from entering into device and also advises the users on the course of action in the case of fluid invasion. The part of the device from which the fluid was said to have been emerged has been replaced. The original equipment manufacturer has concluded that the reported event was related to user handling. This report is being submitted as an MDR in an abundance of caution.

Event description:
Olympus was informed that during a therapeutic orchiopexy for cryptorchidism procedure, an unidentified fluid was noted emerging from the co2 insufflation connector located on the front panel of the subject device. The users reportedly stopped the insufflation immediately. The fluid reportedly did not contact the pt. The procedure was said to have been completed using a different but similar device. The users reported that the fluid was saline and it was from a previous procedure. The pt was said to have been released from the hospital on (B)(6) 2011. There was reportedly no pt harm reported.